Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ht70 ventilator when power up the unit, screen show message "replace the coin battery". No patient involved.